Manufacturer narrative:
The system has been received an in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "a system message indicating lamp failure displayed" (device displays error message). The nurse reported a system message indicating lamp failure displayed. The light source was used from another system. The case was completed as planned. No pt injury was reported.